Event description:
The customer complained that the electrodes do not adhere well enough to the pt. They reported the electrodes have fallen off "ep" lab patients on two different occasions and emergency defibrillation was not possible. No adverse affects to patients were reported.